Event description:
It was reported that the device illuminated the service indication and logged event codes in the memory. There was no pt use associated with the event. Physio-control's investigation found that the device was not able to provide defibrillation therapy.

Manufacturer narrative:
(B)(4). Physio-control replaced the biphasic module pcb assembly and power pcb assembly to observe proper device operation through functional and performance testing. The device was returned to the customer for use. Physio determined the cause of the failure to be failure of an ic chip, designator u12, on the biphasic module pcb assembly.